Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the rear therapy electrodes. The patient noted that she is allergic to nickel. Follow up indicated that the patient's physician prescribed hydrocortisone cream and the rash improved.